Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion confirm meter was giving high readings. Customer tested on the confirm meter in the morning and received a reading of 325mg. She stated she took 3 units of insulin based on the reading of 325mg. She started to have symptoms of shaky and blurry vision. She ate some food to increase her blood sugar levels. She did not seek any medical attention or call the paramedics. Customer feels the meter is not working properly and that it reads too high. She does not have any control solution and there haven¿t been any changes in her diet or exercise. She stated she stores her products inside her purse. She washes her hands with soap and water. She also uses alcohol wipes to clean her fingers. She changes her lancets every time she tests. She doesn¿t have any trouble getting a sample of blood. She seals the bottle cap immediately and tightly after removing a strip and they are stored in the original bottle. Controls not used. Replacing product.